Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "light would not turn on." (Operating system becomes non-functional); "light source switched out to complete case." (No code available). A customer reported a system message was received prior to surgery. The case began and the light would not turn on. A back-up light source was used to complete the case. There was a delay of 5 minutes while the systems were switched. The biomedical engineer was able to find a replacement lamp assembly and the lamp issue has now been resolved. No service was requested and no samples will be returning. There was no pt impact reported.

Manufacturer narrative:
The facility's biomedical engineer reported the lamp assembly was replaced and the issue was resolved. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).